Event description:
It was reported that during follow-up in clinic, the patient presented with possible premature battery depletion on their pacemaker. It was later discovered that was due to overestimation of the battery longevity. No information about intervention was reported. There were no patient consequences.

Event description:
New information received noted that the patient's pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable throughout the procedure.

Manufacturer narrative:
The reported event of overestimation was confirmed. Upon receipt, the device was at elective replacement indicator (eri). A longevity analysis was performed using available programmed settings and usage data and found the battery depletion to be normal. The device functioned normally on the bench and no anomalies were found. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.